Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was leaking from an unspecified location. The leak was discovered when the set was connected (no further detail). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photograph identified the packaging (over pouch) with no tubing observed. The reported condition could not be verified due to the nature of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.